Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6) lbs. The reason for study exit was an adverse event where the patient could no longer be followed.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported patient had nausea, vomiting, photophobia, and hallucinations. Medications administered on (B)(6) 2017 included keflex 500mg cap, taking 1 cap by mouth 4 times daily for 10 days. A lumbar puncture was performed on (B)(6) 20107 and gave results of cloudy, 13170 nucleated cells with 80% segs. There was no bacteria to date. A CT (computerized tomography) scan without contrast of the head on (B)(6) 2017 had negative results. Medications administered on (B)(6) 2017 included vancomycin, ceftriaxone, and acyclovir at the emergency department prior to arrival at another emergency department. A surgical observation on (B)(6) 2017 gave results of no pus, necrotic or dead tissues. The area was well healed and no concern for soft tissue infection. The fluid obtained from the pump pocket was serosanguinous. There was no fluid accumulation on the back side. The hcp could only obtain a drop which was bloody. When the hcp pulled the catheter, the tip came out through subcutaneous tissues, so contamination was very possible. The entire system was explanted/not replaced on (B)(6) 2017 and disposed of according to biohazard instructions. No pus was in the incisions during explant. The event resulted in in-patient hospitalization. It was noted there was no fever, tenderness, or redness at the sites. The patient was hemodynamically stable. It was noted there was an other possible infection that was not confirmed. The clinical diagnosis was to be determined (possible meningitis). The outcome was noted as unresolved at the time of study exit/death/study closure. The etiology of the event was noted as possibly related to the device or therapy and implant procedure. No further complications were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
All previously reported conclusion codes no longer apply to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information receive from a healthcare professional (hcp) via a clinical study reported the clinical diagnosis was updated to nosocomial meningitis. The patient had purulent drainage from back incision. The event was labeled nosocomial meningitis. No further complications were reported/anticipated.

Event description:
Additional information received from a healthcare provider via a clinical study reported the clinical diagnosis as csf leak. The patient reported nausea, vomiting, photophobia, hallucinations, positional headache (pain increased depending on positioning), neck rigidity, and bedrest to treat the csp leak on (B)(6) 2017. It was recommended 3/10 bedrest but the patient was unable to tolerate due to chronic pain. The patient's clinical picture resembled meningitis, the lack of positive cultures to date makes it less likely but if csf shows growth at any point, that will be a good confirmation for diagnosis. The patient picture can happen with csf leak as well which can cause the symptoms the patient experienced. Laboratory testing was done on (B)(6) 2017 and the results were: abnormal: red cell count: 3.9 (low), hemoglobin: 12.2 (low), hematocrit: 36 (low, absolute neutrophils: 7870 (high), normal: rest of cbc with differential result. It was indicated the event was possibly related to the device or therapy and possibly related to the implant procedure. The issue resolved without sequelae on (B)(6) 2017 after further review, clinical diagnosis was meningitis. The issue resolved resulted in an in-patient or prolonged hospitalization. The event resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or body function.